Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the device manufacture date (see section h4), update the event problem and evaluation codes (see section h6), and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, the articulation sleeve was found to have a hole and it was noted to be worn. The tee disinfection tube was reviewed and it may have perforated the articulation sleeve material creating a hole, thus allowing liquid to infiltrate into the electrical components which can lead to system error. When the device was functionally tested, the reported phenomenon of system error message was unable to be reproduced. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Event description:
Additional information was received and it was reported that at the beginning of the study in preparation for a heart exam case, the transducer displayed a us acquisition hw_40_0 error message when it was connected to the system. A replacement transducer was used to continue and complete the exam. There was a delay of approximately 15 minutes while the replacement was obtained. It was not necessary to repeat the exam since there was no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), correct the initial reporter information (see section e1), update device evaluated by manufacturer (see section h3) and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.